Event description:
"Caller alleged imprecision with inratio meters. Results as follows:" patient's meter = 2.1. Doctor's meter = 2.9.

Manufacturer narrative:
Inratio precision data provided by end-user: value 2.1, value 2.9. Mean 2.5. Std dev: %cv 22.627417. The %cv is greater than 20%. The precision criterion is not met. Product testing is required. Meter is expected to be returned by 06/12/2009 and product precision testing will be performed upon receipt.